Event description:
It was reported that during a laparoscopic appendectomy procedure, per the customer "I have a device that was defective during a case yesterday that resulted in the staples needing to be picked out of the bowel area and ended up suturing instead." The procedure was completed with sutures. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: were the staples formed properly? Was the staple line complete? Did the device cut? If yes, was the cut line complete? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? What color cartridge was being used? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? The analysis showed that the tsb35 device was received in good visual condition. The cartridge was received partially fired and with the cartridge lock out tab normal. In addition the cartridge pan was noted to be dislodged and partially attached to the channel of the device. After further evaluation it was noted that there was damage on the cartridge pan surface. The damage to the cartridge pan is consistent with an improper or incomplete loading/seating of the cartridge. If the cartridge is not fully inserted/seated into the channel, the retention features on the cartridge are not engaged to the channel windows of the device. At firing the device will push the cartridge forward resulting in the pan dislodging. It should be noted that 100% inspection takes place during manufacturing to ensure that the cartridges are loaded correctly. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.